Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of aesthetic damage and difficulty disconnecting the modular cable was unable to be confirmed. The heartmate 3 vad modular cable (lot number unknown) was not returned for analysis. Information provided by the account stated that the disconnection issue has not been resolved, there have been no consequences for the patient condition, and the lot number of the modular cable was unknown. No log files, photos, or additional documents were submitted for review. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the lot number of the modular cable being unknown. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The user is instructed, ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel, and straighten.¿ heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the modular cable was to be exchanged because aesthetic damage but the disconnect was impossible.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.